Event description:
It was reported that during an unknown procedure, the tip of the device was broken while cutting the tissue. No pt consequences were reported.

Manufacturer narrative:
Date sent: 07/11/2007. Information anticipated, but unavailable at this time.